Manufacturer narrative:
(B)(4).

Event description:
Customer called to report a wash solution and no foam leak from the unicel dxc 600i synchron access clinical system. Customer first noticed the leak underneath the instrument, then opened the hydropneumatic unit to find that both the wash solution bottle and the no foam were leaking. On the following day, the field service engineer (fse) inspected the instrument and determined that the root cause of the wash solution and no foam leaks was the y-fitting. The fse then replaced the y-fitting, and verified instrument performance to ensure that the services performed effectively resolved the instrument issue. Customer stated that no erroneous patient results were generated and that no one was affected by the leak.